Manufacturer narrative:
The cutter was returned to the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "patient impact not reported" (no consequences or impact to patient). Product problem(s): "cutter not working" (failure to cut). A customer reported the cutter would not work. Additional information was requested but none has been received to date.